Manufacturer narrative:
A complete analysis and testing of one opened and used enlite sensor showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The patient's sensor glucose at the time of the pump suspending was 43 mg/dl; however, the blood glucose reading was 200 mg/dl. Troubleshooting initiated for the threshold suspend issue, and it was determined that the differences in meter readings were not within an acceptable range. The sensor was returned for analysis and a replacement sensor was shipped to the customer.